Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on june 26, 2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Customer's husband reported that his wife obtained a result of 164 mg/dl on her accu-chek compact plus blood glucose monitor and then obtained a result of 115 mg/dl on her relion blood glucose monitor less than 10 minutes later. Feeling symptomatic of low blood glucose, the customer drank orange juice. No other treatment was provided and there was no adverse event reported as a result of this event. The relion blood glucose monitor mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).